Event description:
An unexpected drop in residual longevity displayed by the programmer was observed between two consecutive follow-ups.

Event description:
An unexpected drop in residual longevity displayed by the programmer was observed between two consecutive follow-ups.